Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 400 mg/dl. The customer¿s mother stated that his blood glucose were not going down so they went to manual injections. The troubleshooting not mentioned for the high blood glucose. The customer was advised her if his blood glucose are still climbing to revert to a backup plan until they can call. The insulin pump will not be returned for analysis.